Event description:
It was reported that the port was implanted in 97 for chemotherapy. On 4/5/00, after flushing for blood draw, the pt experienced pain, and it was noticed under x-ray that the catheter had separated. The port and catheter were removed from the pt. A new port was not implanted since that pt was in remission. There were no pt complications.